Event description:
This complaint is now reportable based on the analysis completed on (B)(4) 2013. It was reported that during a percutaneous transluminal coronary angioplasty(ptca) procedure the device was unable to cross the lesion. Vascular access was obtained via the femoral artery. The 90% stenosed, 2.5x20mm, eccentric, de novo, target lesion was located in the mild calcified distal left anterior descending artery (lad). The lesion was predilated with a 2 2.0x15 maverick balloon and then a 2.25x20mm promus element stent delivery system (sds) was advanced to the lad; however, the device was unable to cross the lesion and the shaft kinked. The device was removed from the patient and the procedure was successfully completed with the implant of a 2.25x20mm promus drug eluting stent. No patient complications were reported and the patient's current condition is stable. However, returned product analysis revealed stent damage and shaft break.

Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by MFR: a visual and microscopic examination identified a shaft hypotube break located 20.5cm from the catheter strain relief. A visual and microscopic examination also identified kinks along the entire length of the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. A visual and microscopic examination of the device noted proximal stent damage. Struts at the proximal edge were raised and misaligned. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).